Event description:
It was reported that post implant the patient complained of chest pain. X-ray confirmed right ventricular (rv) lead dislodgement. Physician brought patient back to surgery to revise the rv lead. The rv lead was removed and while attempting to place the new rv lead the patient complained of worsening chest pain. The physician decided to remove the entire system and observe the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.